Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was not impacted. The customer thought that the infusion tubing might have been bent. However, as the customer was not currently receiving an alarm, tandem technical support was unable to perform a system check to determine if the tubing was a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.